Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient stated they heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a screen was seen which showed a code indicating possible battery depletion. It was noted that the patient had a recent surgery. Engineering analysis of the s-ICD's memory found the code was inadvertently triggered due to excessive magnet exposure and the battery has since recovered. The s-ICD remains in service and no adverse patient effects were reported.